Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/22/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaint on this device for constant upstream occlusion alarms. Pump was received on 1/31/2024 and tested on 2/27/2024. The results are below: the event log was pulled for review, and it confirms that there was an abrupt power off. This is seen on event line 41 where there is a log_event_on that does not have a log_event_off with it. An 100 ml infusion was then started on the pump, and it powered off without any alert or alarm present. The reported issue is confirmed. The pump does not meet passing criteria.